Manufacturer narrative:
Device evaluated by MFR: the electrode and the coaccess cannula were returned for analysis. No visual damages defects were observed on the electrode, handle, cannula. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged.

Event description:
It was reported that the needle had difficulty being extended. A radio frequency ablation procedure was being performed on a patient with kidney injury. The leveen coaccess was being used for this procedure. When the needle was deployed after puncture, it was reported that it did not deploy properly. The physician was concerned of non-optimal treatment, so the device was removed. The procedure was completed with a new device. There were no patient complications that were reported. The patient is doing well.

Event description:
It was reported that the needle had difficulty being extended. A radio frequency ablation procedure was being performed on a patient with kidney injury. The leveen coaccess was being used for this procedure. When the needle was deployed after puncture, it was reported that it did not deploy properly. The physician was concerned of non-optimal treatment, so the device was removed. The procedure was completed with a new device. There were no patient complications that were reported. The patient is doing well.